Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The battery life decrease from 60% to 16% in 4 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The battery life decrease from 60% to 16% in 4 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. Internal visual inspection noted no anomalies and the current drain measured normal. The cells voltage was measured, nonetheless one was inconsistent with other two cells. Cell 3 was sent to battery lab for analysis. Result show circular imprint from stacker robot. This imprint was determined to not have breached separator/anode bags. Analysis shows no component failure, and the cause was not established.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. The battery life decrease from 60% to 16% in 4 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A boston scientific technical services (ts) consultant recommended device replacement. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated the s-ICD was explanted and replaced. No additional adverse patient effects were reported.